Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our representative is reporting to us that during an arthroscopic meniscal repair, the silicone fastener retention tubing of an omnispan meniscal fastener came off into the joint space; this was easily retrieved from the body and the surgeon completed the procedure successfully using a competitors device (artrex) without further issue or harm to the patient. The complaint device discarded at the user facility.